Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Based on the condition of the returned products, the complaint is confirmed as the ring was bent and the liner had some scratches as if the liner had been attempted to implanted and removed. The locking feature of the cup and inner radius were found to be within specification. The ring was likely bent during attempted implantation and removal of the liner, but the width and height of the ring remain within specification. The liner appears to be in good condition with some scratching. The parts could not be successfully assembled in the state that they were returned. This is likely due to the damage to the locking ring as the ring appears to become jammed within the groove of the shell when attempted to be assembled and does not fully engage the liner. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4).

Event description:
It was reported that during a total hip arthroplasty, the poly liner could not be seated into the cup. The locking ring was found to be out of place, preventing the liner from seating properly. Another component of a smaller size was used to complete the procedure.